Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests result of 166 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms at the time of the call. When customer had obtained the result of 166 mg/dl, he had felt physically well but had made an appointment with his doctor who had advised him to obtain a new meter. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 129 mg/dl and 123 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. Customer was not concerned with the result of 78 mg/dl in the meter memory; customer stated that he had felt dizzy at the time and that his blood sugar could have been low. The meter memory was reviewed for previous test result history: result 1 :135mg/dl date: (B)(6) 2018 time:6:47am fasting; result 2 :166mg/dl date: (B)(6) 2018 time:9:13am fasting (felt physically well but made an appointment with his doctor. Doctor advised him to get a new meter). Result 3 :117mg/dl date: (B)(6) 2018 time:8:16am fasting; result 4 :78mg/dl date: (B)(6) 2018 time:10:05am fasting (customer stated he felt dizzy at the time and that his sugar could be low); result 5 :128mg/dl date:(B)(6) 2018 time:6:28am fasting.